Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported multiple falsely elevated creatinine results generated on the architect c16000 analyzer. The following data was provided (mg/dl). The customer normal range is 0.8 to 1.5. Patient 1: age (B)(6). Initial: 2.4. The patient was sent to the emergency room. Retest on another analyzer at the emergency department: 0.8. The patient received IV fluids (no detailed information was available), ultrasound results were normal. No injury to the patient was reported due to the unnecessary blood draw, hospitalization or ultrasonography. Patient 2: morning initial: 3.9, repeated 1.9; afternoon initial: 0.8, repeated 0.8. No adverse impact to patient management was reported. Patient 3: (B)(6) 2015 initial: 4.6. (B)(6) 2015 retest: 0.9. No adverse impact to patient management was reported. The customer also stated that an elevated potassium result was generated on the same analyzer a few weeks prior to the creatinine issue. The elevated potassium value resulted in a patient being flown to another facility for further treatment. No additional patient data, test result data, or treatment information were provided. The customer acknowledged that the high potassium incident was due to technician error and did not believe the issue was caused by the architect analyzer or the potassium reagents. The customer was unable to provide any additional information related to this incident.

Manufacturer narrative:
Further investigation of the customer issue included a review of instrument history, complaint and internal data, and related product labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. While on-site, abbott field service cleaned the instrument cuvettes after noticing they were dirty. No further discrepant creatinine results were obtained after the cuvettes were cleaned. Review of the service history for the architect c1600539 confirmed no discrepant results were reported after the cuvettes were cleaned. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.